Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-sustained oversensing episode due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were made. The patient was stable.